Event description:
The patient had an MRI for his left hip on (B)(6) 2024. The patient was scanned using all appropriate imaging protocols. After the exam was done he asked if it was normal for him to feel a burning sensation on the inside of his thighs. It was discovered that the patient had a new red rash on his inner left thigh. The patient was offered to be seen in the emergency department which he declined at the time. He was advised to seek medical treatment if he had any further problems. The following day, the patient was contacted for a follow up at that time he disclosed that he "had a dime size blister on his inner left thigh and a smaller one on his inner right thigh". He was following up with his provider later that day. The same patient had an MRI of his right hip on (B)(6) 2024 without incident. There was a previous patient who had an MRI on her right shoulder on (B)(6) 2024 who also complained of a burning sensation after the exam was completed and found to have first degree burns on her right arm, right side of back, and right hip area. Follow up with the patient the following day, found the patient to be improving. Reference report: mw5154474.